Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing acute pain at the lead site. It was stated that the patient had a 5" incision up his spinal cord where lead incision was at. It was stated that the patient felt "like a knot in the inside" and had poor range of motion due to this. The patient walked slowly as well. The implantable neurostimulator (ins) was working. Patient's pain level would be at a 2 due to him still having some pain in the left leg, but it was now at a 5 due to the pain from the lead site. The incision was not red or swollen. It was not believed the patient had had any falls. The event or symptoms occurred following a replacement. It was thought that only the ins had been replaced. It was also stated that the patient had been suicidal and had been admitted to the (B)(6) for 9 days, after which he was sent home with lidocaine cream. CT scan had been done about 2 weeks ago and "it was negative." It was stated that the CT scan was for looking more at his bones to see if he had an infection. Patient's first ins had worked great and only had a 1" incision compared to the 5" incision he had now. It was very painful at the lead site during the replacement procedure. One day later, it was stated that the patient had an appointment with a healthcare provider on (B)(6) 2013. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3777-45 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2012 (B)(6), product type extension. (B)(4).